Manufacturer narrative:
No unexpected button error alarms noted during testing. Moisture damage was noted on all electronic assemblies and motor assembly. The act button on the device had intermittent response due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and stained end cap sticker.

Event description:
Customer's father reported via phone call, the insulin pump was exposed to water and the device alarmed button error. Customer didn't have the device information. Customer mother call back and stated the device had a button error. She didn't know the customer's blood glucose level. Customer had gone swimming with the device on. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.